Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). Summary of investigational findings: the patient experienced repeated thrombosis after zenith alpha implantation on (B)(6) 2015. Consequently, the patient got operated few times after the implantation. The thrombus was located inside the stent graft and detached after few months resulting in ischemia and claudication in the distal part (legs). The patient had thrombectomy. Later the surgeon decided to implant a gore graft inside the distal extension. The complaint file, translated summons/legal documents and medical records were reviewed and assessed by a medical advisor. The medical advisor describes that according to the documentation the patient had the alpha grafts (incl. The complaint device) inserted for aneurysmal disease of her (the patients) aortic arch and upper descending aorta. The medical advisor notes "she (the patient) subsequently suffered multiple episodes of thrombus formation within and in proximity to the grafts, some of which embolised to her ilio-femoral arterial systems requiring intervention to save her limbs. In the legal documents, there is mention of thrombosis and embolisation following the initial l. Carotid-subclavian bypass, prior to the implantation of the alpha devices.". Furthermore, the medical advisor states ¿according to the information in the legal documentation, there were several occasions where the patient was thought to have an inflammatory syndrome, and possibly a vasculitis ¿ these in their own right can cause a state of hypercoagulability and thrombotic problems. The patient was on plavix (anti-platelet) at least after the initial embolic episode, and it appears she (the patient) was on it long term after that. We don¿t have any information as to whether or not she was on anti-platelet therapy between the implantation and the first embolic episode. We also don¿t have any information as to her smoking status¿. In conclusion, the medical advisor states ¿the thrombotic episodes and subsequent embolisation were almost certainly due to the patient¿s own reactive response to the endografts as foreign bodies. This is a recognised complication and documented in the IFU. The possible presence of an inflammatory syndrome and/or vasculitis would have contributed to the situation also, due to the hypercoagulability associated with the inflammatory response.¿ the instruction for use shipped with the device states that thrombosis and embolization are known potential adverse events. Review of the device history record gave no indication of the product being produced out of specification. The exact cause for the event cannot be determined based on the available information in this case. However, as stated by the medical advisor, it may be a result of the patient¿s reactive response to the stent graft. Cook will reopen the investigation if images becomes available or if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: since (B)(6) 2015 the patient suffered repeated thrombosis where the device was implanted. Patient got reoperated few times after zenith alpha implantation, because thrombus was inside the graft and went detached after few months creating ischemia and claudication in the distal part (legs). Finally, later this mechanism of thrombosis, physician decided to implant graft from another manufacturer inside the distal extension. Additional information according to complaint received: it is alleged that ¿the claimant had two zenith alpha thoracic endovascular grafts implanted. Prior to the implantation of these grafts, [pt] had undergone regular medical check-ups and a regular cardiology examination, without previous thrombus. The first thrombosis was diagnosed only four months after these endovascular grafts were implanted. On (B)(6) 2016, [pt] was admitted to the hospital a&e department for ¿acute ischemia in the lower right limb¿. On (B)(6) 2016, an angiogram of the thoracic aorta revealed the presence of blood clots ¿in the lumen of the distal end of the aortic endovascular graft¿. (B)(6) 2016 [pt] underwent thrombosuction of the right lower limb due to a floating thrombus at the junction of the right femoral artery. (B)(6) 2017, [pt] was once again hospitalised due to severe pain in the left lower limb. The angiogram carried out in the a&e department revealed thrombi in the descending thoracic prosthesis. On the same day, a selective arteriography of the left lower limb was carried out with popliteal and leg thrombosuction, fibrinolysis in situ, and balloon dilatation of the arteries of the leg. On (B)(6) 2019, an angiogram of the aorta and the right lower limb revealed a recent thrombus in the distal third of the right common iliac artery ¿continuing into the right external iliac artery and into the ostium of the right internal iliac artery. In total, the thrombus extends over 9 cm.¿ the same day, thrombosuction was carried out."¿ patient outcome: the patient did require additional procedures due to this occurrence: throbectomy, implantation of new graft inside zta. According to the initial reporter, the patient did experience adverse effects due to this occurrence: ishemia in leg, thrombo-aspiration and reintervention. Additional information according to complaint received: it is alleged that "¿on (B)(6) 2019, [pt] underwent a major surgical procedure in order to attempt to stop the repeated thromboses which could have fatal consequences. The outcome of this procedure was very uncertain.[pt] was exposed to a very high level of risk of ¿paraplegia, amputation, death, infection and haemorrhage¿. A new stent made of ptfe was therefore implanted in order to cover the entire surface of the old zenith alpha endovascular graft."¿